Manufacturer narrative:
Citation: kampaktsis p., et al. Prognostic role of diastolic dysfunction in patients undergoing transcatheter aortic valve replacement. Catheter cardiovasc interv. 2020 apr 1;95(5):1024-1031. Doi: 10.1002/ccd.28426. Epub 2019 aug 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of measures of left ventricular diastolic dysfunction and mitral annular calcification to predict clinical outcomes in patients after transcatheter aortic valve replacement (tavr). All data were collected from a single center january 2010 and april 2016. The study population included 359 patients (predominantly female, mean age 84 years), 38 of whom were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, 46 deaths occurred, with 36 characterized as cardiovascular deaths. No further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: myocardial infarction and cerebrovascular accidents. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.